Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a (B)(6) year-old female patient who had essure (batch no. B02259) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2013 to (B)(6) 2013, levothyroxine and motrin. Concurrent conditions included genital bleeding. Concomitant products included since (B)(6) 2013 and levothyroxine sodium (levothyroxin) since 1998. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual hemorrhaging/ abnormal bleeding( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint area"). The patient was treated with surgery (bilateral removal of essure). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, depression and anxiety outcome was unknown and the abdominal pain, back pain and arthralgia had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Diagnostic results: it was reported that she had successful bilateral tubal occlusion as described more detail above. Uterine cavity unremarkable in appearance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received : case become incident. Removal details and reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.